Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. The reported event of the device infusing too quickly was not confirmed. Accuracy test and the syringe delivery test was performed syringe delivery test using volume/time with different volume and time. No error which related to customer report was found.

Event description:
Information was received that this smiths medical medfusion 4000 pump exhibited "rate infusing too quickly". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.